Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the seal case. Unrelated to the initial complaint, the display was observed to be dim, fading and reddish in color. The keypad cover was intact; the up and down buttons responded intermittently to testing. The keypad cover was removed for further investigation and contamination was found under the contacts and the battery cap was observed to be stripped.